Event description:
The user facility reported that the involved angio-seal device retrograde puncture no issues during puncturing. A 6f sheath was used and no angiogram of common femoral artery (cfa) was performed. Angio-seal sheath was introducing over the wire without any complications. Anchor has been released but during pulling back the system there was no resistance. According to the user there was no anchor, suture, and collagen. Manual compression was performed for about 20 minutes and hemostasis was achieved. There was no significant loss of blood. The patient was in stable condition. There was no patient harm.

Manufacturer narrative:
A1: patient identifier: requested, unknown a2: age & date of birth: requested, unknown a4: weight: requested, unknown a5: ethnicity: requested, unknown a6: race: requested, unknown d4: expiration date: 2023-april-30 (after packaging feild became blank) d6a: implanted date - device was not implanted d6b: explanted date - device was not explanted e3: occupation: unknown the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and torn header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).